Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery that did not have any tortuosity or calcification. A 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) was used. However, there was difficulty in removing the protective sheath from the balloon. Additionally, after inflation, the balloon was only minimally deflated and it was not able to be removed from an unspecified guiding catheter. Therefore, the guiding catheter and the bdc were removed as a single unit, and another unspecified guiding catheter was used along with another unspecified guide wire and stents to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott vascular (av) analyzed the returned device. The reported difficulty removing the protective sheath and stylet was not confirmed due to the protective sheath and stylet not being returned. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the bdc from the guiding catheter could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported deflation issue appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.